Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00958. It was reported that a pericardial effusion occurred. A left atrial appendage procedure was to be performed. A watchman ® access system and 21mm watchman ® laa closure device & delivery system were selected. The closure device was deployed and removed because another lobe was discovered. Sweeps were performed after the closure device was removed and there was no pericardial effusion. A 30mm watchman ® laa closure device & delivery system was selected and implanted with a complete seal. Sweeps were performed and a 1 to 2 mm pericardial effusion was found. A pericardiocentesis was performed to drain the effusion. The patient was extubated and the drain was removed. No further patient complications were reported and the patients status is stable.